Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the affiliate that the lcsc1 after working for 30 minutes, the cutting speed was going down and after a while the lcs stopped working. The surgeon didn't touch any other instrument because he put extra attention on this issue after he had the same problems before that was reported. Another device was used to complete the case. There was no consequence to the pt.